Event description:
Pt was noted by ICU nurse to be de-saturating while on ventilator. Nurse initiated ambu bag. Disconnect alarm was going off on ventilator. The respiratory therapist was called and arrived and found in-line suction catheter was locked in the off position, but still continuing to suction, causing a decrease in tidal volume and oxygenation. New in-line suction catheter was attached and pt was put back on ventilator. No apparent harm.

Manufacturer narrative:
A sample was not received for review, however we have evaluated the operation of our device and results of our eval indicates that a double fault condition is required in order to stimulate the reported experience. The double fault would be the result of the tip of the catheter pressing the check valve open and the control valve being stuck open. With closed suction catheters at the conclusion of the procedure, the user pulls the catheter back to home/closed position. This action will isolate the suction source from the pt's circuit. In addition, the closed suction system contains a normally closed actuating control valve that must be depressed and the suction catheter must be extended to allow the suction source to have access to the pt circuit. Based on our review of available info including decreased tidal volumes reported and reports of the ventilator alarming, we conclude that the suction catheter was not fully retracted to its home/closed position and the actuator valve was not in its locked position as reported and must have been unintentionally actuated or stuck open in the unlocked position.